Event description:
It was reported, the patient had a withdrawal last month. At the time, the patient had morphine, clonidine, and baclofen in the pump. About a month ago saline was put into the pump. The patient had a bridge bolus and for 4-5 days it was really bad for saline to go through the pump and tube. The pump strip from 2013 (B)(6) read a 43 percent decrease. The drug doses were morphine 1.00 milligrams per day and clonidine 3.199 milligrams per day. It was later reported, the patient had been through withdrawal/underdose before. The pump kept being turned down to help/avoid withdrawal and then saline was put in the pump with a date possibly around 2013 (B)(6). When saline was put in the pump a bridge bolus was programmed because of the medication still being in the catheter. The patient was going through withdrawal a week to 10 days after the saline was put in the pump. It was assumed this happened because all the medication ran out of the catheter. It was noted, the patient had been dismissed from two previous hcp¿s for noncompliance and other reasons. Two days later, it was reported saline was put in the pump just after 2013 (B)(6) and the pump was turned down to the lowest setting. As of 2013 (B)(6), the drug doses were 3.497 milligrams per day morphine and 5.595 micrograms per day of clonidine. After the previously reported 40 percent decrease on 2013 (B)(6), the patient was going to come back to have the pump turned all the way down, but didn¿t due to being released by the hcp.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8590-1, lot# n197000, implanted: 2009 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).